Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of therapy. He fell twice, once the week before (B)(6) 2016 and once the week before that, and since then he was not feeling stimulation on the right side. It was noted that the patient had tried to adjust stimulation. The patient had an appointment on (B)(6) 2016, was to follow-up with a healthcare professional, and wanted to meet with a manufacturer representative (rep). The patient stated that he was not sure if the device moved/shifted. Additional information was received from a rep. The rep saw the patient on (B)(6) 2016. Since the patient fell he was not getting good coverage of his targeted pain areas. With regards to the falls, it was noted that the patient was not able to feel his feet due to a previous injury. An impedance check was performed and impedance was within normal range. The provider also shot an x-ray to see lead placement. Reprogramming was attempted and the patient was able to get a little more coverage on the right side. The patient wanted to use to new settings to see how it worked over the next week. It was noted that the issue was resolved as of (B)(6) 2016 and the patient was alive with injury. No surgical intervention occurred or was planned. Additional information received from the rep noted that from the x-ray the rep and healthcare professional determined that leads had moved the amount of one vertebral body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.